Event description:
Report of overdelivery. Voluntary medwatch form received from user facility which states "this is a 74 yr old female pt presenting with pancreatitis, choledocholithiasis requiring surgery of removal of duct stones and has a history of atrial fibrillation. Dilaudid was administered by pca pump for pain control. The pump was set up to deliver 1 mg/hr, verified by the programmer and pump memory; but a 15cc bolus was delivered, verified by clinical signs of slurred speech, somnolence, coincidental atrial fibrillation and 15cc from pump syringe. Symptoms were reversed with narcan and the pt eventually converted to sinus rhythm." During follow-up with the customer contact, it was reported that the administered dilaudid was 1mg/ml concentration in a 30 ml pca vial. The dilaudid was a non-abbott product. The pump settings were a one time 1mg loading dose, 1 mg every 20 minutes pca dose, 1 mg/hr continuous dose, and a 16 mg four hr limit.